Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the pulse test failure was isolated to contamination on inter-pca connectors j1002aa and j1003aa. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.